Event description:
It was reported that the cast cutter sparked during setup prior to a procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported complaint was duplicated. Based on the investigation details, evidence of 3rd party parts and service was found, which may have contributed to the event. A switch and bearings were replaced along with other components.